Event description:
It was reported that one day post implant, the left ventricular (lv) lead had moved. A replacement left ventricular (lv) lead was attempted but could not be placed due to the patient¿s venous anatomy. The initial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6947-65 lead implanted: 2014 (B)(6); product ID (B)(4) ICD implanted: 2014 (B)(6). (B)(4).